Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 180 mg/dl. Customer declined troubleshooting and just requested explanation of the meaning of cal error which was received on pump. Customer reported that blood glucose was erratic due to cortisone shot.